Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device fails the delivery test. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device fails the delivery test. The customer worked with the technical support representative. The device has low capacitor voltage in hardware logs. The device needs a high voltage capacitor. The initial evaluation with customer input is that the device requires a high voltage capacitor. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.